Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 104 mg/dl, 64 mg/dl, and 48 mg/dl. The patient felt weak at the time and was given orange juice by his wife. No adverse event reported. Return of suspect device was requested and replacement was sent.